Manufacturer narrative:
In relation to the reported event, the customer returned 6 green sureform 45 stapler reloads and the sureform 45 stapler instrument associated with this complaint for failure analysis investigations. The sureform 45 stapler instrument associated with this event was returned and evaluated by the failure analysis (fa) team on (B)(6) 2023. The fa investigation confirmed, but could not replicate, the customer reported complaint of 5 partial fires, with a related primary finding of "firing failures." Per a log review of the sureform 45 stapler instrument, the instrument was found to have 4 incomplete clamps in 12 attempts and 5 firing failures during the procedure: these failures occurred on fires 2 - 6, with partial fire completion percentages of 82.4889%, 62.218%, 57.0584%, 36.5055%, and 37.5061%, respectively. However, these failures were not replicated during in-house testing. The instrument was placed and driven on an in-house system, where it passed initialization, and it passed recognition and engagement tests. It moved intuitively, with full range of motion in all directions, and the jaws opened and closed properly. The instrument successfully clamped, fired with a green sureform 45 reload, and unclamped. Based on this investigation, fa was unable to determine a probable root cause of these failures. The fa investigation uncovered additional observations not reported by the site: signs of corrosion were found on the instrument bearing, where the bearing at the proximal end of the main tube exhibited orange discoloration. The probable root cause of the failure was attributed to transport/storage. The 6 green sureform 45 stapler reloads associated with this event were also returned and evaluated by the failure analysis (fa) team on (B)(6) 2023. Based on the log review referenced above, 5 of the 6 reloads were found to have firing failures. For these 5 reloads, the fa investigation replicated and confirmed the customer reported complaint of a reload issue, with the related primary failure of "exposed component." One of the reloads was found to have the knife exposed within the knife track; however, the reload was disassembled in-house, and no damage to the cartridge or the knife was observed. The probable root cause of the failure could not be determined, based on the investigation. Four of the reloads were found to have the knife exposed within the knife track. In addition, the reloads were disassembled in-house for inspection, and each were found to have damage to the cartridge along the knife track, as well as a damaged blade, with mechanical indentations exhibited. No material appeared to be missing. The probable root cause of these failures are typically attributed to mishandling/misuse; for example, the exposed component failure can be caused by firing across a staple line or other obstruction(s). In addition, two of these four reloads were observed to have one or more lodged, malformed staples bunched up on the surface of the reload in one of the pushers. For the reload without an associated firing failure in the logs, the fa investigation did not replicate nor confirm the customer reported complaint of a reload issue, with the related primary finding of "could not reproduce - cannot verify external event to be related to the customer reported complaint." Upon visual inspection, the reload appeared to be used and fired, without any issues. No damage was found to the cartridge. The reload was disassembled in-house for inspection, and no product issue was identified. Typically, issues related to instrument errors or to complications while using the instrument, with no underlying product issue, may be related to mishandling/misuse of the product and/or to recognition issues.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting fired well on the first fire of subsequent 5 loads would only fire a short distance; an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform stapler 60 instrument was analyzed and found to confirmed 5 firing failures. The firing failures were not replicated during in-house testing. The instrument was placed and driven on an in-house system. The instrument passed initialization, engagement tests, and moved with full range of motion. Additional observation was signed of corrosion found on the instrument bearing. The complaint regarding fired well on the first fire of subsequent 5 loads would only fire a short distance was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The sureform 45 green reload was not returned. If returned and/or any additional information is obtained, a follow-up MDR will be submitted. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that staples were malformed with unknown cause. Malformed staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not formed as expected. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during da vinci-assisted low anterior resection (lar) surgical procedure, fired well on the first fire of subsequent 5 loads would only fire a short distance. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damaged noted. The stapler fire was involved in the event was 2nd, 3rd, 4th and 5th. The stapler worked the first couple of times. The surgical task being performed, stapling of colon for low anterior resection. The surgeon needed 45 staplers for angle in pelvis, but it would not reach across colon. After the first fire the stapler would not fire more than approximately a centimeter. The targeted tissue was the bowel. The tissue was too thick, unknown if the tissue was exposed to any radiation or chemotherapy prior to the procedure. There was no tissue tension or bunching. The stapling issue involved partial fire, being pushed forward /dragging, not opening compressing during the firing process. The stapler was malformed with b shape formation. The reload did not have an exposed blade. The surgeon did encounter obstruction with the staples, the stapler would not go through the previous staple line. The surgeon did fire over an existing staple line. Buttress material was not used. The surgeon experience clamping issue of thick tissue, compressing. There was no bleeding observed. There was no unplanned tissue removed due to stapler firing failure. Suture was used for holes/gaps for approximated tissue in the staple line. The surgeon resolved the device issue by opening a new stapler for the next fire in another location. The case was completed robotically. There was no injury to the patient. The reload is available to be returned. There were no video recordings. No patient demographics were provided.